Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -3.5/1.0/003 (sphere / cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).